Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). The customer stated that this unit is not available to be returned therefore no evaluation could be performed on the reported event.

Event description:
The customer stated that the unit is alarming "vent inop, motor fault, circuit disconnect, low pip, low ve, xdcr fault, and high pip errors." The transducers were calibrated and the exhalation pressure transducer failed. There was no patient involvement at the time of the event.